Event description:
It was reported that the customer had blood glucose levels of 80 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of under 70 mg/dl when the actual blood glucose level was 120 mg/dl. Troubleshooting was done. The customer stated that at the time of the call he received a sensor glucose reading of 190 mg/dl, but his blood glucose was 80 mg/dl. Advised customer that the sensor glucose and blood glucose difference was not within acceptable range. The customer did not complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.